Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23 noted. The device was received with minor scratches on case, cracked select button keypad overlay, cracked case battery tube, cracked retainer, faded serial number label, keypad overlay texture damage, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump received a pump error indicating an unexpected restart. Troubleshooting was performed. The customer's blood glucose level was 26.0 mmol/l at the time of the incident. It was reported that there was no temp basal programmed prior to the unexpected restart alarm. It was also reported that insulin pump was not stored or not in used for greater than eight hours. The alarm did not occur shortly during battery change but alarmed occurred during normal use. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.